Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 32 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the low reading, so no product will be returned for evaluation.